Event description:
Customer reported receiving error 3 messages when applying the blood sample. Further conversation revealed pt had received freestyle readings that were inconsistent with how they felt. The customer was feeling hypoglycemic, yet the freestyle meter provided a reading of 140 mg/dl. The customer reported driving self to the hospital where they performed a lab test. More than one hour after taking the freestyle test, the lab result was 30 mg/dl. The customer was treated with an unknown type of medication. The customer could not remember exact treatment other than being given medication.